Manufacturer narrative:
Follow-up #1: - device evaluation: the pump has been returned, and it was evaluated by product analysis on 07/23/2015 with the following findings: there was no evidence of a 'time and date reset' issue observed in the black box data. A 'time and date reset' issue was observed during the investigation; the time and date settings reset to their default values after the battery had been removed from the pump for less than 24 hours. The pump case was removed, and the bt1 internal battery component was found to be leaking and unable to hold a charge; this device failure caused the 'time and date reset' issue. Also, the display screen visual was observed to be dim and discolored due to an unidentified display failure. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (time and date reset) issue. It was reported that there was an issue regarding the time/date settings. Customer support has made several attempts to contact the consumer to acquire additional information. There is no further information, regarding the complaint, available at this time; if further information is provided, a follow up report shall be made. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.